Manufacturer narrative:
H4: device manufactured between november 14, 2019 to november 15, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that droplets were observed in an area inside the bag around the spike port that was highlighted in red by the customer of the alleged leak. The source of a leak could not be visually observed at the spike port area of the sample based on the only photo that was provided; therefore, the reported issue cannot be confirmed or refuted. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the infusion port. The leak was identified during an unspecified process step. There was no patient involvement. No additional information is available.